Event description:
It was reported that the health care professional (hcp) called for review of device data. Technical services reviewed the device data and found there were intermittent pacing spikes on the non-boston scientific right ventricular (rv) lead however, measurements were noted to be within range. There were no observations of noise. Additionally, the non-boston scientific right atrial (ra) lead exhibited myopotential noise that was being oversensed resulting in inappropriate stored atrial tachy response (atr) episodes. Ra pacing impedances were noted to be stable. Technical services discussed possible causes and provided troubleshooting options. At this time, this system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the health care professional (hcp) called for review of device data. Technical services reviewed the device data and found there were intermittent pacing spikes on the non-boston scientific right ventricular (rv) lead however, measurements were noted to be within range. There were no observations of noise. Additionally, the non-boston scientific right atrial (ra) lead exhibited myopotential noise that was being oversensed resulting in inappropriate stored atrial tachy response (atr) episodes. Ra pacing impedances were noted to be stable. Technical services discussed possible causes and provided troubleshooting options. At this time, this system remains in service. No adverse patient effects were reported.